Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the programmer displays an error message at start-up. There was no patient involvement.

Event description:
It was reported the programmer displays an error message at start-up. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : analysis confirmed the initial report, the programmer displays an error at start up, this particular error is displayed during power-up due to a faulty main processing unit (mpu) board. It was also noted that the left and right keyboard hinges were broken.